Event description:
It was reported that the right ventricular lead exhibited noise which caused premature ventricular capture episodes. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.